Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose (bg) level was 389 mg/dl. However, the customer was able to load a new cartridge successfully and stated (bg) level returned to target range after a correction bolus was administered.